Event description:
It was reported that boston scientific technical services (ts) was asked to consult about low out-of-range shock impedances. Ts saw that the impedance dropped to zero ohms and explained that is indicative of interference from an external source, recommending a patient inquiry about their activities at the time of the alert. The device and leads remain in service. No adverse patient effects were reported.